Manufacturer narrative:
The device was returned to the manufacturer for evaluation for the reported "loose jaws". The device was attached to test usg-400/esg-400 generators and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches were functional. A visual inspection was performed on the device; there was some tissue build up at the distal end jaw. The ptfe pad (teflon pad) was inspected and found it was separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement, the consistency of movement of the handle and jaw, the handle load, the rotation of the knob torque is normal and smooth and there was no signs of the jaws being loose or misaligned. The cause of the reported event could not be confirmed as there was no indication that the jaws were loose. However, based on the similar reported events, the cause of the teflon pad detaching exposing metal underneath the pad could be attributed to the operator's technique such as grasping no tissue or insufficient tissue between the probe and jaw when the device is activated. To mitigate the risk of device damage and patient injury, the instruction manual provides warning which states the following: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
The manufacturer was informed that prior to procedure, the jaws were loose at the distal end of two devices. There was no patient injury reported. The specialty services manager at the user facility further reported, both devices were noted to have been used during the same laparoscopic cholecystectomy procedure. The procedure was completed using a 3rd like device. The event occurred while the doctor was working on the gall bladder tissue. There was minimal delay to the procedure. Blood loss was slightly higher than normal due to some tearing of tissue with the first and second device. There was no device fragments that came off the devices. Prior to use, the devices were inspected with no abnormalities noted. There was no additional treatment or longer stay required. This is for 2 of 2 reports.